Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: patient was implanted with mis construct on (B)(6) 2012. The locking cap became loose. It was reported the distal left dislodged a locking cap. Patient was returned to the operating room on (B)(6) 2012, for removal of all hardware. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The measurable dimensions were found to be in compliance with the technical drawings and ao asif specifications. The review of the raw material test certificate and the manufacturing documents had shown no deviations to material analysis, tensile strength, structural stability and manufacturing. The values correspond to the ao asif specifications and to the international norms. No product fault could be detected.